Event description:
Patient reported left side exchange with no complaint against the device. Later healthcare professional reported a rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.reason for reoperation: rupture

Event description:
Patient reported left side exchange with no complaint against the device. Later healthcare professional reported a rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: stress marks and non-penetrating nick observed on the device. No further actions are required as the device was implanted.